Event description:
Mallinckrodt emea reports: cta procedure (B)(6) 2015 for suspected pulmonary embolism. Cannula was inserted into the left hand of the patient by the ward staff. The CT department staff checked the cannula and it was patent, the optivantage injector was used to give the power injection. After the procedure had started, the staff had to halt the injection as they noted swelling in the patient's hand. It was then observed that there was contrast extravasation. The patient received the recommended treatment on the ward, elevation with a bradford sling, cold compress, paracetamol. Patient was taken to theatre and had surgery on his left hand. Wound debridement and irrigation carried out on the extravasation site. No further information was made available on patient condition.

Manufacturer narrative:
No equipment service was reported requested by the customer. Complaint database history search shows no other similar issues with this unit. No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. Customer did not request evaluation.